Manufacturer narrative:
Continuation of d10: product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 28-oct-2020, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 06-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection starting after implant in 2017. There was pus at the wire behind the ear. The patient was treated with iodophor for anti-inflammatory treatment. The patient has been under observation at home, but the issue has not been completely cured.

Event description:
Additional information was received reporting that the patient had a secondary infection on their head. They had previously undergone a suturing surgery. The patient still has recurrent ulceration. In addition, the patient's head lead implant site was repeatedly infected and the patient often had to go to the hospital for debridement. It has been recommended to go back to the hospital and communicate with the doctor. The issue was resolved.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660; serial#: (B)(6); product type: extension. Product ID: 3708660; serial#: (B)(6); product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.